Event description:
A customer reported damage to the pump housing, specifically at the usb port/pins, which affected their ability to charge the pump. There was no reported impact on the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy,